Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's battery pack was faulty. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faulty) was confirmed. Upon investigation the battery pack was unable to recharge or power up at test monitor due to a defective battery fuse. The root cause for the defective fuse could not be positively identified. No adverse event resulted from the defective battery fuse. The pt was issued a replacement battery pack.